Manufacturer narrative:
Stn # (B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6).

Manufacturer narrative:
Investigation: a leukoreduction filter was received for investigation. The leuko reduction filter was tested for flow rate and air leaks. A swift flow rate of 50ml/min was noted and it was confirmed that there was no air leaks. The record regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakage is commonly caused by the following factors: characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristics of donors. Pressure loaded on filter membranes - when a physical stress on the filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.